Event description:
An international customer reported an event of a "strong smell to odor" emitting from the sterrad 100s sterilizer. A field service engineer was dispatched to assess the unit on site. Multiple follow up attempts to gather further information have been unsuccessful. Asp will continue to follow up for potential human reactions. Should additional information be received a supplemental medwatch report will be submitted. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The handcuff holder on the oil return filter was replaced and tightened. Unit meets specifications and was returned to service on 12/18/2013.

Manufacturer narrative:
List correction/removal reporting number: corrected reporting number from 208472511/22/2013012c to z-0744-0746-2014. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (06/20/2013 ¿ 12/17/2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. The issue has been attributed to a loose oil mist filter. The part was adjusted and the unit was left in working order. No further action is required; however, this issue will continue to be monitored.